Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of discomfort and pain are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain with an inflatable penile prosthesis (ipp) since the device was implanted. The patient indicated the device was uncomfortable and was not satisfied with it. No additional information was reported.